Manufacturer narrative:
The device was returned and evaluated. In addition to the malfunction documented in b5, the additional evaluation findings are as follows: the grip had a scratch, the forceps channel port had a dent, the air/water cylinder had no color, the suction cylinder had no color and was deformed, the switch box had scratch, the scope connector cover unit and case had a scratch, the plug unit had a scratch, the bending angle in up direction did not meet the standard value due to wear of angle wire, the plastic distal end cover had a chip, the nozzle is clogged, the bending tube was deformed and the connecting tube had wrinkles. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
A user facility returned the olympus asset, gastrointestinal videoscope, to the olympus service center. Upon inspection and testing of the returned device, the following reportable malfunction white foreign material was found in the jet tube and the plastic distal end cover. This medical device report (MDR) is being submitted to capture the reportable malfunction found during the evaluation. There was no patient involvement.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, it was unknow if the reprocessing steps at the material residue points deviated from the instruction manual. Although physical damage was confirmed on the plastic distal end cover (c-cover) where the foreign material remained. Physical damage was confirmed at the auxiliary water channel where the foreign material remained. The root cause of the reported events is unable to be determined. However, the likely cause of the reported event is due to insufficient or inadequate reprocessing. The events can be detected and prevented by following the instruction for use (IFU) sections: IFU states that detection method in gif/cf/pcf-190 series operation manual chapter 3 preparation and inspection. IFU states that preventive measure in gif/cf/pcf-190 series reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.